Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three of four on the home choice (hc). The home patient (hp) stated they were still connected. The hp stated the supply bag was empty and the heater bag had solution. The technical service representative (tsr) assisted the hp to clear the alarm by cycling power. The hc went to ¿press go to start¿. The hp stated they would finish with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.